Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate any further due to the fact that the report mw5100533 did not contained any information about the actual device involved in the event nor any information about where the event took place. Moreover the mw5100533 did not report any information of the patient such as name, address, mail address, phone or any other useful information to reach her. Based on that and the fact that any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On may the 18th, 2021, el.en. Electronic engineering (B)(4)became aware of an adverse event, reported by us agent, (B)(4), that received a communication from the FDA, concerning an adverse event happened to a patient recorded on the medwatch system. The patient reported to the FDA (medwatch report # mw5100533), on (B)(6) 2021 an adverse event happened to her, following monalisa touch treatment performed in (B)(6) 2019. The actual medical device involved in this event was not identified by the patient in the medwatch report. Moreover the patient supplied her generalities and contact information on the mw5100533 report. The patient reported to have received a firs procedure in (B)(6) 2019 and she sustained disabling injury from the device. She states to have started a 3 course treatment. The first two were performed by a physician in 2019 (date and name of the physician were censored on the mw5100533 report) for which the patient did not suffer any pain. For the third treatment the patient changed doctors (name of the physician were censored on the mw5100533 report). Following the last treatment the patient began having severe pain, burning and nerve pain. She was diagnosed (name of the physician were censored on the mw5100533 report) with padenal neuralgia and vulvodynia. The patient reports that she is now in pain management and got no relief from her injury. Patient complaint to be unable to perform some of the normal day to day activities due to the permanent injury and ongoing pain. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering (B)(4) and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer cynosure inc. Company located in (B)(6), for the investigation on this case. Cynosure informed the manufacturer in date may the 20th, 2021, that they have already started their investigation. Cynosure inc. Also represents us distributor and service center for el.en. Electronic engineering spa medical devices. Cynosure inc. Evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report #MDR-1222993-2021-00019 in (B)(6) 2021 as importer of the device. We, the manufacturer of device, became aware of the event on may the 18th, 2021, by email from the us agent and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because we have assumed the lesions to be a serious injury (on the side of caution).